Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Added: lot#. The devices associated with this report were not returned. Lelocle, the manufacturing facility, stated the lot history records were reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted. A search of the complaint database found no prior reports for both reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Distal screw was found broken 8 months after the surgery. The pt is currently monitored. No revision has taken place.